Event description:
A 71-year-old female patient with a preexisting pulmonary embolism (pe) was referred from the intensive care unit and underwent a thrombectomy with the flowtriever system on (B)(6) 2024. When inserting the triever24 (t24) catheter through the intri24 introducer sheath the physician did not fully open the sheath septum, which resulted in kinking of the catheter. Some additional kinking of the catheter was observed while advancing to the target clot location. Despite the catheter damage 80% of the clot was successfully removed. At the end of the procedure, the physician experienced significant resistance while attempting to retract the triever24 (t24) from the intri24 sheath. Forceful pulling resulted in partial removal of the t24 but the t24 became heavily damaged exposing internal wire from the braiding. The t24 was removed through the sheath and the intri24 was removed and cut open with scissors but the upper portion of the t24 remained lodged in the sheath shaft. Both portions of the t24 were removed from the patient successfully and there was no resulting vessel perforation. The inari representative followed up with the physician the following day and confirmed the patient was doing well.

Manufacturer narrative:
The device identifiers were provided and the lot history records were reviewed. There were no discrepancies or unusual findings. The device was discarded by the user facility and is not available for evaluation. There have been no similar complaint events for this lot number. The case was reviewed by inari's chief medical officer, who concluded that the device damage and getting stuck was likely the result of user error. The device labeling includes the following warning statement: avoid using excessive force to advance or retract the flowtriever catheter or triever24 against resistance. If excessive resistance occurs, retract and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation. Manufacturer reference #:(B)(4).